Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The contralateral limb was severly angulated. It was reported that there was a proximal type 1 endoleak and a type 3 endoleak at the contralateral gate area. The type 1 endoleak could not be resolved by ballooning and there was not enough space to place an aortic cuff proximally. The contralateral iliac side was severely angulated and it was creating poor apposition on the gate of the bifurcated stent graft. A palmaz stent was placed proximally and seemed to resolve the type 1 endoleak. A cuff was used to reline the contralateral gate portion of the graft and this resolved the type 3 endoleak. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Other, required secondary intervention). Evaluation codes, results: endoleak. Conclusion: severely angulated contralateral limb side. (Severely angulated contralateral limb side).